Event description:
Salivadirecttm test ((B)(4)) use for covid-19 under emergency use authorization (eua): potential false positive. Received negative pcr result from another provider one day later on (B)(6) 2021. Salivadirect¿ sars-cov-2 rt-pcr returned a positive result in-house and is a more sensitive test. Patient shared results with us from a test conducted at another site reflecting negative results performed on a much less sensitive assay as shown above. FDA safety report ID # (B)(4).